Event description:
It is reported that the screw from the articular surface broke and ended up in the knee capsule. As a result, the pt was revised.

Manufacturer narrative:
Info was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete.